Manufacturer narrative:
Manufacturer completed the entire form. Device evaluation: the suspect device was returned and evaluated. A review of the event history log confirmed the error had occurred. The error was duplicated during testing. During visual inspection the worm gear and worm coupling were found unaligned; both components were replaced. After repair and recalibration, the device was found to pass all deliver, accuracy and functional tests.

Event description:
A report was received that stated the pump alarmed "check clutch". No patient injury or adverse event was reported.